Event description:
The device distributor (B)(4) reported a device malfunction involving the aortic punch at a hospital. The clinician reported that punch tip became jammed during use on a pt. There were no pt complications as a result of the reported malfunction. Another punch was used to complete the procedure. The punch was returned to the manufacturer for analysis. The lot number is unk. No additional information is available at this time.

Manufacturer narrative:
(B)(4).